Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) was selected for use. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when it was noted via transesophageal echocardiogram(tee) imaging that there was a thrombus that was present above the was and the closure device. The closure device was fully recaptured and both the was and wds were removed from the patient. Upon removal a long thrombus was found. The patient was then given an additional 4 thousand units of heparin. Tee imaging showed that there was no longer a thrombus, so the procedure was continued. The physician completed the procedure successfully with a closure device implanted in the laa of the patient. The patient had no neurological consequences as a result of this event. The patient was kept intubated due to previous health conditions with respiratory issues and was kept in the intensive care unit. Later that same day the patient was off of the ventilator support and doing fine. The patient was discharged from the hospital with no consequences or complications.